Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 263 mg/dl, which the customer treated with a bolus. No symptoms of high blood glucose were observed. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. No leak was found. The alarm history showed 3 no delivery alarms having occurred due to the reservoir being out of insulin. Troubleshooting could not be completed due to lack of tubing clamp, which was sent to the customer. Nothing further reported.